Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed.

Event description:
It was reported that bd emerald syringe ls tip broke off during use. The following information was provided by the initial reporter: when injecting medicine into a patient, the syringe tip breaks off and gets stuck in the three-way stopcock. During use. Has there been any patient impact (serious injury, medical intervention, change of treatment required)? = no. Did malfunction caused needle stick injury to healthcare worker or patient? = no. Has there been any healthcare worker¿s exposure to blood or bodily fluids? = no. Have any other actions been taken? = draw up a new syringe with medicine and inject it in connection with anesthesia.

Manufacturer narrative:
A device history record review was completed for provided material number 307731 and lot number 2307115. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were within specifications. After reviewing the returned picture the defect has been confirmed. The accurate root cause of the reported issue could not be determined. The material used to manufacture emerald syringes has been selected and tested to resist normal conditions of use. The assembling machines have an on-line detection system that inspects 100 % the syringes, rejecting automatically the syringes with damaged parts like the tip of the barrel. Based on this fact, we think that the syringe could be damaged as a consequence of a blockage during the barrel feeding process. After that, the tip of the syringe was damaged and not detected by the assembly machine. That finally produced the breakage during use of the product. We can ensure that the probability of finding this kind of defect is isolated and any recurrence is really unlikely in our products considering our in-coming and in-process inspection, no actions are required.

Event description:
No additional information.